Manufacturer narrative:
Manufacture¿s investigation conclusion: there were incidental findings of the brown wire on the black power cable having fluctuating resistances indicating wire damage and the yellow wire being broken under the insulation. The reported event of low voltage alarms was able to be confirmed via review of the log files; however, was unable to be reproduced during testing. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 4 days ((B)(6) 2023 per timestamp). Events captured on (B)(6) 2023 took place in the testing labs at abbott. Atypical low voltage advisory alarms were intermittently active from 24jan2023 at 12:35:16 ¿ 25jan2023 at 18:14:26. The alarms occurred due to fluctuating voltages solely on the black power cable while the controller was connected to battery power and cleared shortly after activating. The driveline was disconnected on (B)(6) 2023 at 12:27:44 and the controller was shut down at 12:28:26. There were no other notable alarms active in the log file pertaining to the reported event. Pump operation was not affected. An additional log file was submitted for review. A review of the log file showed similar low voltage alarms active on the black power cables while the controller was connected to battery power. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent functional testing and passed. The system controller was able to support a pump with no alarms active. The system controller was connected to test battery clips and the reported event was unable to be reproduced. The system controller was able to function as intended. The system controller underwent wire continuity testing and the brown wire on the black power cable was found to have fluctuating resistances indicating wire damage. The brown wire is responsible for measuring the battery voltage. Damage to this wire will result in inaccurate readings of the battery power and can trigger an alarm to activate. The length of the power cable was stripped to inspect the condition of the wires. No significant damage was observed; however, it is possible there may be damage to the conductors underneath the wire insulation. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation; however, it is suspected that wire damage to the brown wire in the black power cable may have contributed to the reported event. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cable, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of low voltage advisories with no clear explanation. The patient experienced a low voltage advisory anytime the patient's batteries hit 2 green bars. A calibration signal for the batteries on the charger was not seen. The log files captured low voltage events on the black power cable while on battery power and on the mobile power unit. The patient switched to their backup battery clips but is not unknown if the alarms resolved. The system controller was exchanged on 26jan2023 with resolution of the alarms.